Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
The ns9008 was implanted to the patient (doi and the initial setting were unk), but the symptoms of hydrocephalus were noted. The csf flow was low and the underdrainage was noted. Revision was performed. The valve was checked after the removal from the patient and blood was found inside the valve by eye. The patient¿s current condition is fine. The patient is (B)(6) year old female. No further information was provided by the hospital.

Manufacturer narrative:
Updated UDI: (B)(4). Device evaluation: model #/lot #, device available for evaluation?, date received by MFR, type of reports, if follow-up, what type?, device evaluated by MFR?, device manufacture date, evaluation codes, additional MFR narrative. Upon completion of the investigation it was noted that the images were taken of the ¿as received¿ valve. The valve was visually inspected: needle holes in the needle chamber were noted. The position of the cam when valve was received was 200 mm h2o. The valve was hydrated for 24 hours. The valve was tested for programming with programmer 82-3126 with serial number (B)(4), the valve passed the test. The valve was flushed, the valve passed the test no occlusion was noted. The valve was leak tested, only leaked from the needle holes in the needle chamber. The catheters were irrigated, no occlusions were noted. The valve was reflux tested, the valve passed the test. The siphon guard was tested, the valve passed the test. The valve was dried. The siphon guard was removed. The valve was then pressure tested, the valve passed the test. Review of the history device records confirmed the valve product code ns9008, with lot cvfcvm, conformed to the specifications when released to stock on the 17th june 2016. No root cause could be determined, as the problem reported by the customer could not be duplicated. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.